Event description:
A report was received that during a lead revision procedure, the physician elected to replace the ipg because the ipg header contained blood and tissue. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50, (B)(4) and (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inches stylet. The explanted leads were not returned to bsn for evaluation as they were discarded by the medical facility. The ipg passed visual and photographic imaging tests performed. Visual inspection confirmed the blood stain in the ipg header, but the (B)(4) inspection did not find any human tissue in the ipg header. Blood intrusion into ipg header is not considered as a device failure since it is a normal phenomenon after the device being implanted, and it does not affect the device's functionality. A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision procedure, the physician elected to replace the ipg because the ipg header contained blood and tissue. The patient is reportedly doing well following the procedure.